Manufacturer narrative:
The service rep troubleshoot the system, found no 24 volts to ii supply. He isolated the issue to 2 boards and tried to order parts. Logistics advised him that these parts were end of life in 2001. Advised customer of this.

Event description:
The customer reported the 2000 system did not fluoro and does not always accept 14x17 cassettes. No patient injury.